Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received 60 samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode of the safety closure breaking off the needle with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Unconfirmed, bd was not able to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that bd eclipse¿ blood collection needle with luer adapter safety closure broke off the needle. No injury or medical intervention.

Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The correct date of event is (B)(6) 2016.